Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H10. Updated related report numbers.

Event description:
It was reported that a 30mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During the procedure the device took on a cobra shape. The device was replaced with a second 30mm amplatzer septal occluder. During the procedure the device took on a cobra shape. The second device was replaced with a new unknown device. There were no adverse effects to the patient. The patient status was stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During the procedure the device took on a cobra shape. The device was replaced with a second 30mm amplatzer septal occluder. During the procedure the device took on a cobra shape. The second device was replaced with a new unknown device. There were no adverse effects to the patient. The patient status was stable.